Event description:
It was reported an occlusion alarm and frequent occlusion issues specifically when large bolus requests were made. There was no adverse impact to the customer's blood glucose level. Customer continued using the original supplies and resumed insulin.